Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; results: breakage of the reliance t handle was confirmed upon visual inspection of the returned instrument. This t-handle is intended to be used in association with instruments such as distractors, reamers in various tlif and plif procedures. The lot number record & a thorough manufacturing review for the reliance t handle were reviewed and no anomalies were found in the manufacturing records that would have contributed to the reported event. A review of the complaint history was performed and cited causes for t-handle breakage include excessive torque, incorrect assembly, and cantilever loads. Conclusion: it was reported that the handle broke while the surgeon was turning the reamer; no broken fragments were left in the patient. Excessive torque load is a commonly cited cause of t-handle breakage in previous complaints. Static torque testing was done to investigate a similar complaint and the results indicated that the device broke under a static shear load at approximately 25 nm. It is likely that this device failed because of a user applied overload during surgery.

Event description:
It was reported during surgery, the inside of the instrument handle broke during surgery. There is no report of adverse consequences in this event and all of the fragments or pieces from the broken product were retrieved.